Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2013 with a bifurcated and suprarenal aortic extension. Subsequently, the patient presented to the emergency room on (B)(6) 2016 with belly pain where computed tomography revealed the aortic extension had separated from the bifurcated device. The physician corrected the issue the same day by implanting a suprarenal aortic extension as a bridge piece. The patient is in stable condition.